Manufacturer narrative:
Evaluation: the fractured surface was examined with the aid of a 5x loop. The fracture surface is non-planar with jagged surfaces. It was noted that the part broke while tightening a rod to rod connector. Both this reported instrument and the dedicated driver for tightening rod to rod connector lock screws include t20 drive features and 1/4" square drives that can accept two different torque handles. The dedicated handle for this purpose applies 66 in-lbs., and the lock screw torque driver applies 106 in-lbs. The rod to rod connectors are to be tightened to 66 in-lbs with the t20 driver 39-cc-0407 and torque limiting handle, 39-cc-0009. Based upon further input, the incorrect torque handle was used which resulted in 106 in-lbs. Vs 66 in-lbs. Being applied. Excessive torque application is the likely cause for the observed failure. Review of device history record found thirty-four (34) pieces of lot 0004it were released for distribution on 4/2/2013 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended since excessive torque application was the cause for this failure.

Event description:
It was reported that during a procedure performed on (B)(6) 2019, utilizing the reform pedical screw system, the tip of the retention bone-screw driver (39-sp-0601) broke during final tightening of a rod to rod connector. The broken piece was able to be removed from the screw and was discarded. There was no delay to the procedure or harm to the patient.

Manufacturer narrative:
Occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that during a procedure performed on (B)(6) 2019, utilizing the reform pedical screw system, the tip of the retention bone-screw driver (39-sp-0601) broke during final tightening of a rod to rod connector. The broken piece was able to be removed from the screw and was discarded. There was no delay to the procedure or harm to the patient.